Event description:
(B)(4). Severe abdominal pain, painful intercourse, painful periods, lower back pain, development of irritable bowel syndrome, frequent emergency room visits due to extreme pain, irregular periods, difficulty losing weight, weight gain.